Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), rash ("rashes") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, weight increased, rash and coital bleeding outcome was unknown. The reporter considered abdominal distension, coital bleeding, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was slight fragmenting'), embedded device ('malposition of essure device: location of device: fallopian tube serosa') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched". The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial, thyroid disorder, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) and levothyroxine. In 2011, the patient experienced eczema ("eczema"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced rash ("rashes") and skin irritation ("skin irritation"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced coital bleeding ("bleeding during intercourse"), vaginal discharge ("vaginal discharge"), infection ("infection (other)"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, rash, coital bleeding, vaginal haemorrhage, menorrhagia, eczema, headache, infection, abdominal pain lower, suprapubic pain, pruritus, allergy to metals and skin irritation outcome was unknown, the pelvic pain, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved, the migraine was resolving and the fatigue and vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, coital bleeding, cystitis, device breakage, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, rash, skin irritation, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013) and removal date ((B)(6) 2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Concomitant medication and condition added. Event¿s : skin irritation, abdominal pain added. Events ; dysmenorrhea, dyspareunia , migraine , pelvic pain ,abdominal pain, infection , vaginal discharge , weight increased , bloating outcome added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("there was slight fragmenting"), embedded device ("malposition of essure device: location of device: fallopian tube serosa") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched." The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial and thyroid disorder. Concomitant products included intrauterine contraceptive device (paragard). In 2011, the patient experienced eczema ("eczema"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2013, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), coital bleeding ("bleeding during intercourse"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), infection ("infection (other)"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, rash, coital bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, eczema, migraine, headache, dysmenorrhoea, vaginal discharge, infection, abdominal pain lower, suprapubic pain, pruritus and allergy to metals outcome was unknown, the abdominal distension and weight increased had resolved and the dyspareunia, fatigue and vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, coital bleeding, cystitis, device breakage, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, rash, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013) and removal date ((B)(6) 2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("there was slight fragmenting"), embedded device ("malposition of essure device: location of device: fallopian tube serosa") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched". The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial and thyroid disorder. Concomitant products included intrauterine contraceptive device (paragard). In 2011, the patient experienced eczema ("eczema"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") and menorrhagia ("menorrhagia/ heavy bleeding"). In 2013, the patient experienced abdominal distension ("bloating"). In , the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), coital bleeding ("bleeding during intercourse"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), infection ("infection (other)"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, rash, coital bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, eczema, migraine, headache, dysmenorrhoea, vaginal discharge, infection, abdominal pain lower, suprapubic pain, pruritus and allergy to metals outcome was unknown, the abdominal distension and weight increased had resolved and the dyspareunia, fatigue and vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, coital bleeding, cystitis, device breakage, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, rash, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013) and removal date ((B)(6) 2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs, medical record and social media received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), malposition of essure device location of device: fallopian tube serosa, eczema, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, infection (other), lower abdominal pain, nickel allergy, pubic bone, itchy, stretched, still got tired, blurred vision. Outcome of following events were updated: weight gain, abdominal distention, dyspareunia, fatigue, blurred vision. Medical history, lab dat and concomitant drug was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), rash ("rashes") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, weight increased, rash and coital bleeding outcome was unknown. The reporter considered abdominal distension, coital bleeding, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was slight fragmenting'), fallopian tube perforation ('coil was perforating my tube'), embedded device ('malposition of essure device: location of device: fallopian tube serosa') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched". The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial, thyroid disorder, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) and levothyroxine. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced the first episode of dyshidrotic eczema ("eczema/dishidrotic exzema"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2012, the patient experienced rash ("rashes") and skin irritation ("skin irritation"). In january 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during intercourse"), vaginal discharge ("vaginal discharge"), infection ("infection (other)"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), sciatica ("sciatica") and the second episode of dyshidrotic eczema ("dishidrotic eczema on their hands"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, rash, coital bleeding, vaginal haemorrhage, menorrhagia, headache, infection, abdominal pain lower, suprapubic pain, pruritus, allergy to metals, skin irritation, back pain, pain in extremity, sciatica and the last episode of dyshidrotic eczema outcome was unknown, the pelvic pain, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved, the migraine was resolving and the fatigue and vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, cystitis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash, sciatica, skin irritation, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of dyshidrotic eczema and the second episode of dyshidrotic eczema to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2013) and removal date (B)(6)2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event - dishidrotic eczema on their hands added. Fu 9, 10 and 11 were processed together. On 23-mar-2020: social media was received. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was slight fragmenting'), fallopian tube perforation ('coil was perforating my tube'), embedded device ('malposition of essure device: location of device: fallopian tube serosa') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched". The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial, thyroid disorder, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) and levothyroxine. In 2011, the patient experienced dyshidrotic eczema ("eczema/dyshidrotic exzema"). On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2012, the patient experienced rash ("rashes") and skin irritation ("skin irritation"). In january 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during intercourse"), vaginal discharge ("vaginal discharge"), infection ("infection (other)"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("leg pain") and sciatica ("sciatica"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, rash, coital bleeding, vaginal haemorrhage, menorrhagia, headache, infection, abdominal pain lower, suprapubic pain, pruritus, allergy to metals, skin irritation, back pain, pain in extremity and sciatica outcome was unknown, the pelvic pain, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved, the dyshidrotic eczema, fatigue and vision blurred had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, coital bleeding, cystitis, device breakage, dyshidrotic eczema, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash, sciatica, skin irritation, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013) and removal date (B)(6) 2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events lower back pain and leg pain were added. Previously reported event eczema clubbed with eczema/dyshidrotic exzema and outcome added as not recover. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was slight fragmenting'), fallopian tube perforation ('coil was perforating my tube'), embedded device ('malposition of essure device: location of device: fallopian tube serosa') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "stretched". The patient's previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included body mass index normal, vaginitis bacterial, thyroid disorder, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced eczema ("eczema"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced cystitis "infection (bladder"), urinary tract infection ("infection urinary tract"), vaginal infection "infection (vaginal"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced rash ("rashes") and skin irritation ("skin irritation"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during intercourse"), vaginal discharge ("vaginal discharge"), infection "infection (other"), abdominal pain lower ("lower abdominal pain"), suprapubic pain ("pain above my pubic bone/ constant pain"), pruritus ("itchy"), fatigue ("still got tired"), vision blurred ("blurred vision/ eyes would be blurry"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, rash, coital bleeding, vaginal haemorrhage, menorrhagia, eczema, headache, infection, abdominal pain lower, suprapubic pain, pruritus, allergy to metals and skin irritation outcome was unknown, the pelvic pain, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved, the migraine was resolving and the fatigue and vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, coital bleeding, cystitis, device breakage, dysmenorrhoea, dyspareunia, eczema, embedded device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, pruritus, rash, skin irritation, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and removal date (05-sep-2015). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Concerning the injuries reported in this case, the following ones were reported via social media: pubic bone, itchy, stretched, still got tired, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event coil perforating my tube added. Fu 5, 6 and 7 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.